Manufacturer narrative:
The field service engineer found the data alarm handling settings were not configured correctly. He unblocked all alarms from crossing to the infinity software and repeated the patient which ran correctly. The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 were updated.

Event description:
There was an allegation of questionable aspartate aminotransferase (astp) results from the cobas c 503 analytical unit. The initial result was 1065 u/l with a data flag. The repeat result was 543 u/l. The customer performed a 1:2 dilution and the result was 559 u/l (multiplied x2=1118 u/l). On 14-oct-2024 the repeat results were 1065 u/l with a data flag and 1108 u/l with a data flag. The repeat result with a decreased sample volume was 1113 u/l. From another cobas c503 analyzer, the result was 1166 u/l with a data flag. With an automatic dilution, the result was 1172 u/l.

Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The investigation is ongoing.